Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was removed from ventilator to be placed in hospice care as part of end of life care. The device therapy was to be turned off when a company representative arrived however until then an old magnet therapy was placed over the device to inhibit device tachycardia therapy. Patient went into ventricular fibrillation and received seven appropriate shocks while the magnet was placed over the device. Patient expired and the patient¿s death was unrelated to device malfunction or procedure event relation as the patient was in dying stages.